Manufacturer narrative:
This report is for an unknown helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the helical blade would not align properly with trochanteric fixation nail advanced (tfna) nail. The targeting device did not seem to work properly. A replacement instrument was used. Procedure was completed successfully with a five minute delay. There was no patient consequence. This report is for an unknown helical blade. This is report 3 of 4 for (B)(4).